Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis (initially reported as a pd catheter infection). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was prescribed intraperitoneal (ip) meropenem and gentamycin for 21 days (dosages, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient¿s gentamycin was discontinued. Following the cultures results, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a hemodialysis (hd) catheter. The patient was permanently transitioned to hd due to the nephrologist¿s recommendation. The patient is recovering from the serious adverse events and remains hospitalized as of (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).